Event description:
Customer reported high blood glucose symptoms with result of 140 mg/dl obtained on the aviva system. He tested 480 mg/dl on an unknown device; customer was taken to the hospital and tested 488 mg/dl on professional device 45 minutes after testing 140 mg/dl on the aviva system. Customer was given an EKG and treated with an injection and medication (contents unknown). Customer was admitted to the hospital overnight. Requested return of suspect device and replacement was sent.

Event description:
Customer reported high blood glucose symptoms with result of 140 mg/dl obtained on the aviva system. He tested 480 mg/dl on an unk device; customer was taken to the hosp and tested 488 mg/dl on professional device 45 minutes after testing 140 mg/dl on the aviva system. Customer was given an EKG and treated with an injection and medication (contents unk). Customer was admitted to the hosp overnight. Requested return of suspect device and replacement was sent.